Event description:
It was reported the patient received inappropriate therapy due to noise on the competitor rv lead. Noise was not reproduced with isometrics. It was also noted that the patient was doing plumbing work when he received the shocks. Programming changes were made and patient will be monitored.

Event description:
New information received notes that the device is oversensing emi intermittently on the ventricular channel. Programming changes were recommended.